Event description:
The event is reported as: the customer reports that just after installation and connection to the intubation tube, it was noted that the connector broke. A new connector was used from another package. No pt injury reported.

Manufacturer narrative:
Lot number - the user facility reports two possible lot numbers (12ie36 and 12ee28) for the endobronchial tube used at this time in the hospital.